Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Reportedly, the patient wore the sensor beyond seven days. Reportedly, the patient did not wash and dry their hands prior to taking their fingerstick measurement for calibration. No additional event or patient information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. Labeling indicates: g5 mobile sensor sessions last seven days. Labeling indicates: before you take a blood glucose value for calibration, wash your hands, make sure your glucose test strips have been stored properly and are not expired and make sure that your meter is properly coded (if required). Carefully apply the blood sample to the test strip following the instructions that came with your meter or test strips.